Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the balloon pump did not pick up the cal key and it did not slide in properly. The doctor had just inserted the sheath. So a datascope pump and catheter were then used to continue with the procedure". Additional information states that the iab catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). The serial number on the returned sample is ds40913. Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) with a portion of the original packaging label that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Returned with the sample was supplied 40cc inflation driveline tubing. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The stylet was fully inserted within the iabc central lumen. The iabc bladder was loosely wrapped. No blood was noted on the interior or the exterior surfaces of the returned sample. The fos connector and cal key were examined. The fos gray connecter was recessed in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no damage was noted. The cal key was intact. No damage or abnormalities were noted to the cal key. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key to 180 degrees; the cal key was recognized again, but the fos was not recognized because of the recessed fos connector. Using lab inventory forceps, the gray fos connector was held in place on the iabp. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 1.7cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab fos would not zero is confirmed. The fos was returned with a recessed connector, and the fos fiber was broken; therefore, a light path could not be established between the sensor and the pump. The cal key was intact and functioned properly when connected to a pump. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the recessed fos and the broken fiber. The root cause of the recessed fos and the broken fiber is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that: "the balloon pump did not pick up the cal key and it did not slide in properly. The doctor had just inserted the sheath. So, a datascope pump and catheter were then used to continue with the procedure". Additional information states that the iab catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon pump did not pick up the cal key" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that: "the balloon pump did not pick up the cal key and it did not slide in properly. The doctor had just inserted the sheath. So a datascope pump and catheter were then used to continue with the procedure". Additional information states that the iab catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".